Event description:
It was reported that a patient was injured. Catheter tubing appears to be cracked.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. No serial number was provided. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.